Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the insulin pump's display was cracked. Blood glucose level was 243 mg/dl at the time of the call. No further info was provided.